Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to an over delivery of insulin. There are safety mechanisms within the device that prevent the over delivery of insulin. The device was found to function properly. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.

Event description:
It was reported that the patient visited the ER (emergency room) with hypoglycemia after giving a bolus of insulin.. The patient's blood glucose levels decreased to 53 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include dizziness, migraine and vertigo. The patient was treated with IV (intravenous) lactated ringer's and prescribed an unknown medication for migraines. The patient was released the within 13 hours. The pod was worn at time of ER visit.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.